Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant creatinine (crea_2), urea nitrogen (un) and gamma-glutamyl transferase (ggt) test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse removed a clog in the dilution tray wash nozzles, replaced three solenoid valves in the dilution tray wash mechanism and a replaced a bent dilution tray mixer rod (dmix) the cause of the discordant creatinine (crea_2), urea nitrogen (un) and gamma-glutamyl transferase (ggt) test results is the improper functioning of the dilution tray wash mechanism due to clogs, failed solenoid valves and a bent mixer rod. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant test results for creatinine (crea_2), urea nitrogen (un) and gamma-glutamyl transferase (ggt) were obtained from an advia chemistry xpt instrument. The same samples were repeated on an alternate advia chemistry xpt instrument, giving higher results. The initial results were not reported to the physician(s). The repeat results were reported to the physician(s) and are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant creatinine (crea_2), urea nitrogen (un) and gamma-glutamyl transferase (ggt) test results.